Event description:
As reported by the edwards field clinical specialist, she received a call from the hospital valve coordinator indicating the patient developed a ventricular septal defect post valve implant and expired four days later. Per the case summary, the sapien valve was deployed 60:40 (aortic). After the valve was implanted there was minimal paravalvular leak; post dilatation was not required. The patient was hemodynamically stable at the end of the procedure and there were no intra-procedural complications. During this case, ventilation was held and there was no loss of pacing capture during valve deployment. The image intensifier angle and coaxial alignment of the valve and delivery system were described as good. There was no mitral annular calcification or ventricular septal hypertrophy. The patient's native valve/ leaflet calcification was described as moderate and the aortic root calcification was described as mild. The patient's ejection fraction was 45 percent.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Cine and echo images for this case were submitted to edwards for review. The imaging was reviewed by edwards's medical staff. Observations/impression: observations: · severe aortic valve calcification, moderate aortic root calcification, no porcelain aorta, no mac · stable bav x1 demonstrated · fair-good coaxial alignment (slight lateral bias) · fair image intensifier angle (iia) · positioned 50:50 and deployed 50:50. No appreciable movement noted on valve deployment. · post deployment aortogram demonstrate ar and additionally there is extravasation of dye noted at the membranous septum. Tee on lax demonstrates turbulent flow from the lvot into the rv during systole consistent with a vsd. Impressions: presence of apparent obliteration of the sov by tee combined with severe av calcification with possible moderate oversizing (23mm valve in a 20mm annulus) lead to traumatic rupture between the lvot and rv through the membranous septum. Per the instructions for use (IFU) for the sapien valve, cardiovascular injury including perforation or dissection of vessels and death, are known complication of the transcatheter aortic valve replacement (tavr) procedure. Risk factors for acute aortic rupture/ dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. In this case, per imaging review results, it is possible patient (severely calcified cardiac anatomy, obliterated sinus of valsalva) and procedural factors (moderate valve oversizing) caused or contributed to this event. The implanting physician reported the cause of death as right ventricular dysfunction secondary to ventricular septal rupture, secondary to aortic valve implantation. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.